Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced discomfort at the scs ipg pocket site. Consequently, the patient's physician chose to replace the ipg with a different, smaller ipg. Follow up identified a sjm representative met with the patient and confirmed the discomfort at ipg site has resolved since ipg replacement.